Event description:
A patient sample was tested for troponin (accu tni) and a result of 12.65ng/ml was obtained. (The result was flagged at the lab information system (lis) as "critical high". The result was verbally reported to the physician. A fresh sample collected from the patient was tested on a different instrument and a result of 0.04ng/ml was reported out of the lab. The original sample was then re-tested on the dxc instrument and results were 0.01 and 0.02ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The samples were collected in 5ml bd lithium heparin plasma tubes without gel separators and were centrifuged for 15 minutes. A system check performed in 2009 passed all specifications. Qc is run daily and was in range. Some qc was repeated due to sample carousel motion errors. Customer noted multiple "sample carousel motion errors" had been posted in the event log on day of event and day preceding the event. A fied service engineer (fse) was dispatched: a) the fse inspected the instrument, performed troubleshooting, and replaced hardware components. B) the fse conducted a major preventive maintenance (pm) to the instrument. C) the fse ran diagnostic and qc testing with good results. Although hardware may be a contributing factor, no clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.